Event description:
During an in-clinic follow-up, noise leading to oversensing and inappropriate mode switch were noted on the atrial lead. Provocative maneuvers were performed and the noise was reproducible. X-ray imaging was also performed, however, no findings were reported. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicated the physician suspected right atrial (ra) lead damage, however, no anomalies were observed during previous diagnostic imaging and no recent diagnostic imaging has been performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.